Event description:
It was reported to the video system center that the items displayed on the screen were too large (no image). The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection. However, the issue was resolved through troubleshooting. The customer was advised to change the aspect ratio to 5:4. Additionally, it was recommended to turn off the unit, disconnect the scope, and wipe down the electrical contacts. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.